Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-069: using incorrect test strip. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is using a true metrix pro meter with regular true metrix test strips. The customer is concerned with test results from results obtained of 108 and 208 mg/dl am fasting; customer stated the results were performed on 2 different days. The customer¿s expected am fasting blood glucose test result is below 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the desk. The test strip lot manufacturer¿s expiration date is 10/31/2024 and open vial date is a few days ago. The meter memory was not reviewed for previous test result history.